Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional "attorney". ((B)(4)) used to capture the "surgical intervention"

Event description:
Patient was revised to address pain. Update rec'd 3/7/2016: litigation received. Litigation also alleges discomfort, popping/clicking, and elevated metal ion levels. Update ad 05 sep 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. In addition to what were previously alleged, ppf alleges metal wear and metallosis. After review of medical records, patient was revised to address right hip pain. Revision notes reported that there was mild metallosis within the synovium and that the cup was in 45 degrees of abduction and 30 degrees of anteversion. Doi: (B)(6) 2008 - dor: (B)(6) 2015 (right hip) patient is bilateral.